Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the annular rupture was considered to be likely due to a bulky calcification in the cusp zone. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), prior to implant of a 23mm sapien 3 valve in the aortic position, bav was performed. The valve was successfully deployed using nominal inflation volume and landing in an 80:20 aortic/ventricular position. Tte showed a mild pericardial tamponade which was not present before. During the removal of the devices, the patient became hypotensive and the pericardial tamponade appeared to be enlarged. Inotropes were administered and pericardial drainage was quickly performed, draining 700cc. The patient¿s pressure was restored and tte showed an almost completely restored pericardium. However, after a few minutes, their pressure started to decrease and tte showed the tamponade was quickly forming again. The patient was converted to open surgery. During surgery, a posterior annular rupture was observed. The sapien 3 valve was explanted, the annular rupture was repaired and surgical aortic valve replacement was performed. At last report, the patient was in rehabilitation and doing well. The annular rupture was considered to be likely due to a bulky calcification in the cusp zone. The patient¿s native annulus measured 422.7mm2 by CT. The native annulus, native leaflets and aortic root had severe/bulky calcification.